Manufacturer narrative:
An attempt to reproduce the reported event using simplera app ver 1.5.0 installed on samsung a 13, android 13 with sensor was conducted and confirmed that the issue is not reproduced. The software successfully adhered to the specified requirements and performed in accordance with the expectations specified in the software requirements specifications (B)(4). After conducting a thorough investigation, we have found that looks like it was broken pairing sequence. To assist with the resolution of the issue, we provided the helpline team with the following steps to ensure that it is addressed effectively: 1. Uninstall simplera app. 2. Unpair all bluetooth devices from the device. 3. Install the simplera app. 4. Run the simplera app. 5. Finish normal startup (with pairing sensor). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced missing data and not able to upload the data. The customer reported no adverse event. The event involved product(s) mmt-8401. Troubleshooting was performed. The upload now button on the right side of the start page was missing there was a date/time change on the mobile device which explained the missing data. The issue was not resolved. No harm requiring medical intervention was reported. No product return is required for mmt-8401.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.